Event description:
A malfunction alarm labeled ¿malf 0¿ was reported by the customer. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, resolving the issue since the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue reappeared, which the customer acknowledged and understood.